Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding the reported issue (broken lens). Additional information provided in b5.

Event description:
Additional information was received from the customer regarding the reported event (broken lens): clarification was received that the gastro-colonoscopy procedure was not successfully completed due to the broken lens. The broken lens was identified at the beginning of the procedure, prior to the administration of anesthesia to the patient. The procedure was rescheduled for another day and was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the clearance between the ultrasonic probe and the acoustic lens occurred due to handling of the client. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the gap between the acoustic lens and the ultrasound probe, service confirmed that the objective lens was chipped, confirming the customer's initial report. In addition, service found that due to wear of the lock engagement lever, the up/down knob could not be locked securely. The grip, lock engagement lever, right/left knob, acoustic lens, distal end, and light guide lens were scratched. The control body had a crack. The switch box was dented. The suction cylinder was discolored. Due to damage on the ultrasonic cable, the number of missing elements exceeded specification. Due to a scratch on the acoustic lens, the displayed ultrasound image was defective. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was worn. The investigation is in progress. Once the investigation is complete, or if additional information is received, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope (subject device) had a broken lens. The reported issue was identified during a gastro-colonoscopy procedure. The procedure was reportedly not successfully completed; however, it is not clear why the procedure was not completed and if it was related to the reported issue. Additional clarification has been requested. It was confirmed that there was no patient injury or harm. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the reportable malfunction found during the evaluation of the device (gap between acoustic lens and ultrasound probe).